Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/12/2014 with the following findings: a review of the pump¿s black box data revealed multiple sleep alarms (eaw 052 and eaw 054), which may cause the display screen to be blank for several minutes. During testing, the pump powered on to fully functional display screen. The pump case was observed to be cracked, and the leak test failed due to the cracked pump case. The pump was opened and evidence of moisture was found inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen w/moisture) issue. The reporter alleged that there was evidence of moisture behind the display screen. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.